Event description:
Sorin group (B)(4) received a report that, during priming, the arterial pump stopped. The display was blank. The pump was changed out and the procedure was completed without further issues. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) MFR the s5 roller pump. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that, during priming, the arterial pump stopped. The display went blank. The pump was changed out and the procedure was completed without further issues. There was no pt involvement. After the procedure, the pump was tested by the facility for several hours without any problems. The pump was returned to sorin group (B)(4) for eval. Inspection of the internal components found that a seal was missing from the pump panel. The absence of this seal had allowed liquid to reach an internal circuit board resulting in a short circuit. A f/u report will be filed if any add'l info is received.